Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected but has not yet been received. However, as reported, the pump alarm system operated as designed but the operator chose to override the pump monitor by pressing the run button. It was also reported that the pressure monitor bladder in the tubing was deflated. A deflated pressure monitor bladder inhibits the ability of the pump to monitor fluid pressure. The most likely cause(s) of the deflated pressure monitor bladder is or procedures related to the set-up of the device and tubing did not conform to instructions provided or ignoring the device alarm. Other most likely cause(s) include the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device has not yet been returned.

Event description:
It was reported that the pump began to pump over the pressure that was set during a knee arthroscopy. Fluid issue was noticed in the middle of case. Pump had alarmed and stopped flow as designed. The operator pushed the run button to override the alarm and continued using the pump for the case. Tubing was discarded but it was known by the account that the pressure monitor bladder was deflated. Compartment syndrome was present. The doctor had to open a new incision to drain the fluid. Patient had a 4-5 day extended stay in the hospital to monitor and close wound.